Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and required maintenance. A field service engineer (fse) found that drawer had failed to open. The fse had the client log in and verified the issue, powered down the device, and opened the back cabinet using client keys. Drawer 5 was removed and inspected, revealing a missing latch magnet. The fse replaced the inseparable magnet, reinstalled the drawer, and closed the cabinet. The device was powered back on, and the client successfully recovered the drawer. The fse logged in as cf support, ran a hardware test on drawer 5, and confirmed it opened and closed properly. The device was returned to the client, and pharmacy was able to fill orders as needed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.